Event description:
The customer reported to olympus that while performing a leak test during reprocessing it was found that there was leakage at the bending section of the evis exera ii duodenovideoscope. Upon inspection of the returned device, olympus found the forceps elevator had foreign material and the plastic distal end cover was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of leakage at the bending section was confirmed. The foreign material and dirty cover were likely caused by insufficient or incorrect reprocessing. Additionally, it was also found that the adhesive on the distal sheath was detached, the connecting tube and universal cord were scratched, water tightness was lost due to a cut in the distal sheath and the light guide lens was cracked. Lastly, the bending angle in left direction did not meet specification due to wear of angle wire. These defects are not severe enough to be potential adverse events. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to incorrect reprocessing from the user facility. The instructions for use (IFU) (reprocessing manual) states that insufficient cleaning and disinfection or sterilization of the device may pose an infection-control risk to the patient and/or operators performing the next procedure with the device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.